Manufacturer narrative:
Conclusion pending result of investigation.

Event description:
Perfusionist reported receiving a motor fault error during a case. A back up pump was used to successfully complete the case. We consider blood flow interruptions to be reportable, despite no harm to the patient involved.